Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a screw placed with the aid of navigation were not placed as intended and therewith could have led to harm of critical structures and/or blood vessels and thus ultimately to a serious injury of the patient, although: the hospital did not report any negative clinical effects for this specific patient due to this issue nor any further remedial actions (besides replacement of the screw during the same surgery) that would have been necessary. Currently there is no indication of a systematic error or malfunction of the brainlab device, nor of insufficient measures to minimize this anticipated risk as low as reasonably practicable. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A surgery on the spine for a plif with planned placement of screws in l4-s1 was performed on (B)(6) 2019 with the aid of brainlab navigation system spine & trauma 3d version 2.6. During the procedure the surgeon: positioned the patient in a prone position and attached the navigation reference array to the spinous process of l4. Performed an intraoperative 3d fluoroscopic scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative scan imported into and used by the navigation). Used a mallet with a navigated pedicle access needle to create a path in the pedicle. Detected a deviation of the actual position of the pedicle access needle compared to the display of the navigation, and determined that the adapter between the reference array and spinous process clamp had become loose. Re-tightened the adapter and performed another intraoperative 3d fluoroscopic scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative scan imported into and used by the navigation). Used a mallet with the navigated pedicle access needle to create paths in the pedicles, placed k-wires on both sides of l4 and l5, and used a navigated cannulated tap to pre-excavate the holes for the screws. Placed the screws following the k-wires into l4 and l5 on both sides. Performed a verification scan and determined that the left l4 screw was implanted into the disc space, although all other screws were placed correctly. Removed the left l4 screw and replaced it using conventional techniques. Used navigation to determine the trajectory for si screws and placed the screws using a non-navigated screwdriver.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the 1 screw was detected by the surgeon after placement with fluoroscopic control scans before finalizing the surgery, and the screw was replaced successfully (re-positioned successfully) with conventional techniques at the same surgery. This surgery went well, per his operative notes. Despite attempts to collect specific feedback from the surgeon regarding negative clinical effects (if any) for the patient, the surgeon has not provided any further response. The hospital did not report any negative clinical effects for this specific patient due to this issue nor any further remedial actions (besides replacement of the screw during the same surgery) that would have been necessary. If any further information regarding the outcome for the patient is received, an update will occur via follow-up report. If there is no update then this report is considered final. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of one screw placement from the pedicle of left l4 and into the disc space is a relative movement of the vertebrae operated on (l4) in relation to the reference array placement on l5, due to application of high forces (hammering) the navigated instrument (brainlab pedicle access needle) in addition to the patient's indication of spondylolisthesis (spine instability) between l4 and l5. These relative movements when applying forces during the surgery led to a shift between the navigation display of the (pre-placement) image dataset and actual patient anatomy. These vertebrae movements relative to the navigation reference array during hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions on the registered image. A further contributing factor that to a slight extent might have added to the deviation is a movement of the navigation reference array during surgery in relation to the vertebra on which it was attached (l5) due to insufficient rigid fixation and/or inadvertent forces applied (heavy hammering force while using the pedicle access needle) to the reference array at the surgery after registration was performed, especially as it was observed that the spinous process clamp adapter was found to be loose after the first registration scan was taken. This array movement led to a shift between the navigation display of the (pre-placement) image dataset and actual patient anatomy. Apparently this possibly resulting slight deviation of the navigation display was not recognized by the user before the placement with the necessary navigation accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A surgery on the spine for a plif with planned placement of screws in l4-s1 was performed with the aid of brainlab navigation system spine & trauma 3d version 2.6. During the procedure the surgeon: positioned the patient in a prone position and attached the navigation reference array to the spinous process of l5. Performed an intraoperative 3d fluoroscopic scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative scan imported into and used by the navigation). Used a mallet with a navigated pedicle access needle to create a path in the pedicle. Detected a deviation of the actual position of the pedicle access needle compared to the display of the navigation, and determined that the adapter between the reference array and spinous process clamp had become loose. Re-tightened the adapter and performed another intraoperative 3d fluoroscopic scan and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative scan imported into and used by the navigation). Used a mallet with the navigated pedicle access needle to create paths in the pedicles, placed k-wires on both sides of l4 and l5, and used a navigated cannulated tap to pre-excavate the holes for the screws. Placed the screws following the k-wires into l4 and l5 on both sides. Performed a verification scan and determined that the left l4 screw was implanted into the disc space, although all other screws were placed correctly. Removed the left l4 screw and replaced it using conventional techniques. Used navigation to determine the trajectory for si screws and placed the screws using a non-navigated screwdriver. According to the surgeon: the deviation of the 1 screw was detected by the surgeon after placement with fluoroscopic control scans before finalizing the surgery, and the screw was replaced successfully (re-positioned successfully) with conventional techniques at the same surgery. This surgery went well, per his operative notes. Despite attempts to collect specific feedback from the surgeon regarding negative clinical effects (if any) for the patient, the surgeon has not provided any further response. The hospital did not report any negative clinical effects for this specific patient due to this issue nor any further remedial actions (besides replacement of the screw during the same surgery) that would have been necessary. If any further information regarding the outcome for the patient is received, an update will occur via follow-up report. If there is no update then this report is considered final.